Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was experienced high blood glucose. Blood glucose was in range of 400 to 500 mg/dl. Customer treat blood glucose with manual injections. Bent cannula led up to the event. Customer¿s current blood glucose value was 178 mg/dl after lunch blood glucose was 260 mg/dl. At the time of high blood glucose event auto mode feature was not active. The insulin pump will not be returned for analysis.